Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
On april 19, 2022, the distributor reported the additional information: pump was received and troubleshooting found that although the touchscreen was cracked, the pump turned on and touchscreen was functional. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.